Event description:
It was reported that the customer experienced a high blood glucose level with an unknown specific cause, as the value was displayed as ¿high.¿ to address the issue, the customer administered a correction bolus via the pump, confirmed proper insulin storage and usage, and performed a series of inspections on the infusion set, tubing, and connections with no issues found. Technical support recommended the caller consult a healthcare professional to discuss possible impacts on blood glucose levels, replace supplies as necessary, and resume insulin.